Event description:
It was reported that the leading haptic of a li61aor intraocular lens was sheared off during the insertion of the iol using an ez-28 delivery device. The incision was enlarged to remove the li61aor intraocular lens and an ao60, 21.5 diopter intraocular lens was implanted. Add'l info has been requested. Please ref MDR # 1119279-2012-00041 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.